Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for intermittent t-wave oversensing (twos) on the right ventricular (rv) lead. Additionally, there was evidence of af (atrial fibrillation) with rvr (rapid ventricular response) with the implantable cardioverter defibrillator (ICD). Reprogramming was done to prevent the twos. The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.